Manufacturer narrative:
An event of heart block three days after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have any baseline conduction abnormalities, there was no calcification extending beneath aortic annular plane in the interventricular septum, and that the valve was implanted with 4mm depth from the non-coronary cusp, deeper than the optimal 3mm depth, which could have contributed to the reported heart block. Based on all available information, a cause for the reported event could not be conclusively determined. It is possible that implant depth contributed to the reported event. However, this cannot be confirmed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was implanted for severe aortic stenosis using a small flexnav delivery system. The final implant depth was 4mm. On (B)(6) 2023, patient had a syncopal episode at home, and her heart monitor showed a 12 second episode of complete heart block. The electrocardiogram (EKG) showed two-to-one atrioventricular (av) heart block with a ventricular rate at 46 beats per minute and a right bundle branch block pattern. On (B)(6) 2023, patient received a permanent pacemaker. The patient was reported as stable.